Event description:
Report received of a pt death following deployment of two jostent graftmaster 3.5 x 16mm stents. The pt was undergoing an interventional procedure. Following the expansion of a coronary stent in a saphenous vein graft (svg) a perforation occurred and extravasation of contrast was visualized with fluoroscopy. The pt complained of nausea and chest pain and it was reported that pt became hypotensive and ashen in color. The pt was intubated and ventilated. Intravenous drips of levophed and dopamine were initiated. The pt's blood pressure and cardiac rhythm were initiated. The pt's blood pressure and cardiac rhythm were reported to be "very unstable." Two coronary stent grafts were deployed at the perforation, but did not seal the perforation as the diameter of the svg was larger than the two coronary stent grafts that were available. An unspecified balloon catheter was inflated in the graftmaster stents to assist in sealing the perforation. The pt's condition continued to deteriorate. Cardiopulmonary resuscitation and defibrillation were performed. A temporary pacemaker was inserted and the pt was placed on an intra-aortic balloon pump. The pt was transferred to surgery with an unstable blood pressure. An open-heart surgery was performed in which the svg was ligated. It was reported that two days following the procedure, the pt expired in the intensive care unit. Though requested, no additional info was provided.